Event description:
Event details: we wish to inform you that on (B)(6) 2025, an incident occurred involving the following device: dm reference (B)(4). Batch no.2507060. Description of the incident: leakage from the piston when drawing nacl for rinsing. Clinical consequences: presence of bubbles in the syringe. Risk of gas embolism.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 20ml ll 120/pkg lot 2507060 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were visually inspected without finding any damaged cylinders or any other related defects. A leak test was conducted on the retained samples according to procedure, and none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure quality and functionality. Visual and functional inspections are carried out during different manufacturing sub-processes as per procedures. As the defect could not be reproduced, no quality incident or maintenance intervention related to the defect has been identified, making it difficult to establish a root cause in the process. At present, we are unable to pinpoint a root cause linked to the manufacturing process based on the information available. Trend reports will be compiled and regularly reviewed by our sales team to identify any emerging patterns.

Event description:
No additional information.